Event description:
According to the reporter: the patient was implanted with mesh and it was fixed with suture. Approximately 2 months and 2 weeks post -operatively patient incurred an infection. Abdominal necrotizing fasciitis was noted in this event. The patient is alive with temporary injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received the surgeon performed a total removal of the implants and a large amount of pus and fluid was observed in the abdominal cavity. The surgeon will perform several sections with a vac system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, the size of the implant was not available in warehouse that is why 2 meshes have been implanted. The implants were removed to complete the case. The current patient status: good condition.